Event description:
It was reported that the procedure was to treat a moderately calcified right femoral artery. Pre-dilatation was performed and the 5 x 100 mm supera veritas self expanding stent system (sess) was advanced and positioned at the lesion. The handle was unlocked; however, the stent did not release. When an attempt was made to remove the sess, the stent became extended [stretched] when it came in contact with the 6f sheath; therefore, the physician removed the catheter and the sheath together. A new supera veritas sess was used without issue, and the procedure was complete. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
The supera veritas was returned with the stent implant dislodged. Additional information reported that the stent dislodgment occurred when the stent was retrieved into the introducer sheath. The tip separated in the introducer at this time. The stent and tip were removed with the sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment difficulty could not be confirmed as the stent was already deployed. The reported tip detachment was confirmed. The stent damage was not confirmed. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review for this lot did not indicate a manufacturing issue. Additionally, a query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.